Manufacturer narrative:
(B)(4) -urinary/bowel problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and vaginal scarring. It was reported that the patient underwent elective revision of tvt on (B)(6) 2003 due to pelvic discomfort. It was reported that the patient underwent removal of mesh; partial removal of tissue on (B)(6) 2003 due to mesh complications. It was reported that the patient underwent mesh removal on (B)(6) 2005 due to sui, with erosion of synthetic sling material into right anterolateral urethra. No additional information was provided.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.